Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was extended/retracted] and [dried blood/tissue was present around the helix]. [Resistance testing] found the lead was not electrically continuous. Detailed analysis confirmed that the [inner conductor coil] had a break at the [distal end of the terminal pin]. [A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation.] Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. [Do not use if lead was only attempted: it is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.] [Remember to also describe any additional pertinent lab findings (i.e., findings that are coded on in the code groups tab)]

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, following insertion into the atrial appendage, the helix was extended however immediately dislodged. The helix was unable to be retract even after the specified rotation exceeded 30 turns. It was rotated nearly 50 turns, but the helix was unable to retract. Because the helix was unable to retract, the lead was removed and replaced in absence of adverse effects. The lead was later returned for laboratory analysis.